Event description:
One patient sample with discrepant sodium results. Initial result 140 meq/l. Same sample repeated twice gave results of 132 and 140 meq/l. Sample was then repeated using a different instrument, same method, and gave result of 138 meq/l. Erroneous result was not reported. The field service representative was unable to determine a cause for the discrepancy, however noted a problem with the sample flow path and reference electrode. The flow path tubing and reference electrode were replaced. Performance check tests were performed and within specification.